Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport slim. During the procedure it was noted that the catheter was kinked, which prevented the catheter advancement. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport slim via internal jugular vein. During the procedure it was noted that the catheter was kinked, which prevented the catheter advancement. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows that the clinician was holding a sheath where the distal end of the sheath is noted to be deformed. Therefore, the investigation is confirmed for the reported deformation issue. However, it is inconclusive for the reported failure to advance as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.